Event description:
It was reported that during use in an ankle arthroscopy procedure, the shaver burr tip broke off in the surgical site. The burr tip was retrieved and no injury was associated with this event.

Manufacturer narrative:
Investigation results: to date this device has not been returned to conmed linvatec for evaluation. A follow-up report will be sent after the product is returned and evaluated.